Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box and history verified a 2.9 of 3.9 unit bolus at 1:12am and a 2.65 unit bolus at 1:15am on (B)(6) 2014. There was no 3.65unit bolus in pump history on (B)(6) 2014. The insulin on board calculated correctly for all boluses performed during testing. The complaint could not be verified or duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the pump was not calculating the insulin on board (iob) correctly. It was reported that the iob was 0 and then the patient bolused 3.65 units total at two separate times but iob is showing at 5.01 units. A review of the bolus history showed 2.65 units completed and record 2.9 of 3.9 cancelled. Prior to that the bolus was from several hours ago and it was reported the iob on pump was shown as zero before the 3.65 units were bolused. The patient¿s blood glucose levels reportedly were 90 mg/dl with no reported symptoms, which does not meet animas¿ criteria for an adverse event. The reporter believed that too much insulin was delivered due to incorrect calculation. This complaint is being reported because the reported issue was not resolved with troubleshooting and because of the allegation of an insulin on board calculation malfunction.